Event description:
This ra lead was implanted on (B)(6) 2003 and was capped on (B)(6) 2016 due to suspected fracture. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No othe information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).